Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the emergency room (ER) with low blood glucose (bg) levels that dropped to less than 70 mg/dl. The patient was nauseous. For treatment, the patient was given glucose and a anti-nausea medication. The patient was still at the hospital. No further details to provide.